Event description:
It was reported by customer that masimo cable worked intermittently. Per customer, the cable was being used with physio-control lifepak 15. No known patient impact was reported.

Manufacturer narrative:
The returned cable was evaluated which included visual and functional testing. During testing, the cable was found to fail the continuity test. A lot review was performed and no adverse trends were found for this lot and reported event.